Event description:
During surgery (laparoscopic cholecystectomy), there was a spark observed from the grey monopolar cord (from lap cholecystectomy set) being used as witnessed by the surgical team. Immediately assessed patient and ensured safety, vital signs were good as per anesthesia, turned off the bovie machine, disconnected all cords attached to the bovie machine, unplugged from the electrical outlet. Changed and used a different bovie machine all throughout the remainder of the case, plugged the cords accordingly for the case to resume.